Manufacturer narrative:
The insulin pump was received with missing retainer, reservoir tube o-ring missing, scratched case, broken battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. No damage to the battery cap noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump battery cap was damaged. No further details given. The insulin pump was returned for analysis.